Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 151 and 147mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 2/29/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) - (B)(6).